Event description:
A diabetes management consultant called to report that the customer was hospitalized for high bgs. It was stated that the customer's family member thought that the hospitalization is due to the pump. Troubleshooting was performed. The pump passed the functional testing. The high-pressure test was not performed due to the lack of clamp.